Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. However, device trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with scratched case, pillowing keypad overlay, cracked retainer, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a power error detected alarm. The customer¿s blood glucose level was high as 300 mg/dl. The customer treated with the syringe. Troubleshoot was performed for power error detected alarm and noticed a power error detected recurred within a week of troubleshooting previous occurrence. Advised the pump will need to be replaced. Advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.